Event description:
Medline foley catheter kit (ref dynd160716). Catheter inserted without issue. Unable to inflate balloon (could not press syringe). A second kit was opened. Foley again inserted, and again could not inflate balloon. (Both lot# (10)24dbi601). Increased risk of hai with multiple foley attempt. No harm and no injury noted.